Manufacturer narrative:
MDR 3003442380-2024-00854 - device 2 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in spain on 11-apr-2024, the patient's parent reported that the patient faced insulin flow block. No further information available.